Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged; however, the device was able to charge and shock. Physio-control determined that the cause of the reported issue was due to process residue on capacitor, designator c156, on the analog pcb assembly. The process residue caused an electrical short which resulted in the device displaying its service indicator. The device was retained by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device had an event code logged in its memory. The event code logged can be indicative of a failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may be unavailable, if needed.